Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and visibly confirmed the detachment of the suture trimmer nose cone from the handle. A review of the complaint handling database found no other similar incidents from this lot for detachment. The lot history record was reviewed and identified no manufacturing nonconformities that were related to detachment. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, during advancing the proglide knot with the suture trimmer, the suture trimmer broke. The suture trimmer was removed without intervention and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.